Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the physician attempted to release the aveir lp, but the tethers did not detach from the unit. The lp was removed and the procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.